Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead warning triggered for low impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.